Event description:
It was reported that during an arthroscopic surgery the anchor could not be fixated and the sutures could not be pulled through. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638 serial/batch number (B)(6) was received for investigation. Only the damaged suture was obtained for evaluation. Upon visual examination, the suture was frayed and damaged. No functional test is applicable for this device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause of the event is attributed to user error. Excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.